Manufacturer narrative:
A1: patient identifier- (B)(6). A2: patient age at time of enrollment- 49 years old.

Event description:
Elegance study. It was reported that the subject showed symptoms of ischemia and vessel occlusion was observed, requiring hospitalization, medical therapy, additional intervention, and additional devices. The subject underwent treatment with ranger drug coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the left proximal popliteal artery, left mid popliteal artery extending to left distal popliteal artery with proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 5 mm with lesion length of 200 mm and 100 % stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, balloon dilation was performed using 3 mm x 220 mm sterling pta balloon. Treatment of target lesion was performed by using study device, 5 mm x 200 mm ranger drug coated balloon. Post treatment of target lesion, 5 mm x 80 mm non-boston scientific bare metal stent was placed, following post-dilation with 3.0 mm x 220 m sterling pta balloon, the final residual stenosis was noted to be 5 %. On (B)(6)2022, the subject was discharged with aspirin and clopidogrel. Of note, during index procedure, dissection of grade c was noted in the distal popliteal artery due to 5 mm x 200 mm ranger drug coated balloon and in response 5 mm x 80 mm non-boston scientific biliary stent was placed. On (B)(6) 2022, subject visited the emergency room with the complaint of left calf pain from past one day and also reported that he was not on blood thinners for about a week. Physical examination revealed warm and well perfused lower extremity, trace edema in the bilateral lower extremity, distal pulses including dorsalis and posterior tibial were equal and bounding in nature. Based on the above findings, no action was taken at this point of time as there were no evidence of any ischemic events. On (B)(6) 2022, subject revisited the hospital for planned anterior duplex and complains of left calf pain after walking about 200 yards. On the same day, left lower extremity arterial duplex revealed minimal to no appreciable plaque in the left common femoral artery, left proximal profunda femoral artery, left superficial femoral artery, no appreciable flow was noted in the mid to distal aspects of the popliteal artery stent with low level intraluminal echoes, the distal anterior and posterior tibial arteries were poorly appreciated, and mild calcified plaque was noted in the distal peroneal artery. Based on the above findings, subject was recommended to continue the medical therapy including plavix, eliquis and pravastatin and left lower extremity angiogram with possible intervention and thrombolysis was planned on later date. On (B)(6) 2022, the subject visited hospital for planned left lower extremity angiogram and complains of ongoing numbness at the bottom of the foot, however, denies any new wounds. On examination, lower extremity revealed left foot cooler to touch, audible left peroneal signals, absent left dorsalis pedis and posterior tibial signal, no ulcerations, blisters or skin breakdown. Subsequently, subject was hospitalized on the same day. On (B)(6) 2022, selective left lower extremity angiogram performed revealed occluded superficial femoral artery in the abductor canal, occluded popliteal artery stent, occluded anterior tibial artery, 90% stenosis at distal peroneal artery and occluded posterior tibial artery. On (B)(6) 2022, 221 days post index procedure, occlusion noted in the left popliteal artery and left superficial femoral artery was treated with thrombolysis using 0.5 mg per hour of tpa via ekos ultrasound therapy lysis catheter placed in the left popliteal and left superficial femoral artery and heparin was initiated through the sheath at 500 units/hour. Additionally, on the same day, 90% stenosis noted in the left peroneal artery stent was treated using a 4 mm ranger drug eluting balloon. Post treatment, the final residual stenosis was noted be 5% in the peroneal artery. On (B)(6)2022, follow up angiogram performed revealed single vessel runoff via the stented peroneal artery, occluded sfa at the abductor canal, occluded left popliteal artery throughout the stent portion, occluded anterior tibial artery and posterior tibial artery. On the same day, ivus evaluation revealed calcific disease in the left popliteal artery and thrombus in the popliteal artery stent extending throughout the entire vessel with no lumen, however, further intervention into the popliteal artery with mechanical thrombectomy was not performed due to risk of embolization. On (B)(6) 2022, subject was discharged from the hospital on clopidogrel.